Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinch gums [gingival injury]. Brushheads break at the back and pinch gums [injury associated with device]. Brushheads break at the back [device breakage]. Case description: a male consumer of unspecified age reported that two times the oral-b brushheads, version unknown broke at the back and pinched his gums after a couple of weeks of use with an oral-b rechargeable toothbrush, version unknown. The case outcome was unknown. No further information was provided.